Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Product history review could not be completed due to lack of information. Exact lot number or cartridge serial number used for this event were not provided. Complaint could not be confirmed as failure mode was not reproduced during the investigation, however, the customer provided information regarding the included temperature tracker indicating that the labeled storage temperature range for the cartridge products was exceeded. Recreating the conditions of excessive temperature with the lot 29231c showed that the wax valves breached and buffers drained. Cartridges with breached valves and drained buffers will often result in invalid tests, canceled tests, and false positive tests. Furthermore, the field data confirms that the poor test performance seen with this cartridge lot is isolated specifically to the cartridges tested by the customer with red temperature trackers. The complaint and failure mode were not confirmed, the root cause is highly suspected to be associated with improper storage or shipping of the cartridge products in the customer¿s hands. The customer used the product off label.

Event description:
Customer reports they were receiving potential false positive results with their cue readers. Technical support reviewed the testing data provided by the customer and identified potential false positive results across 11 individuals. This case is to document the two false positive results for individual 10. See related cases for alternate false positive results. Individual 10 received two false positive results on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn used for these specific results not provided). On (B)(6) 2023, individual tested negative with an unspecified covid-19 rapid antigen test. On (B)(6) 2023, individual tested negative two times with repeat cue covid-19 tests as well as another unspecified rapid antigen test. Customer states all individuals involved showed no symptoms. Customer also states the cartridges may have had a temperature excursion during shipping.